Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2021 and suture was used. The thread connected to the needle was removed completely. The second suture tore easily while tying the knot. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Event related to mw # 2210968-2022-03694. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.